Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4), (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient has had a lot of falls, some of which were really bad, and has experienced a ¿real bad¿ return of symptoms the last few weeks. The falls were caused by a drug the patient was taking, ¿climazapan,¿ and was not caused by a deep brain stimulation (dbs) therapy problem. No further complications were reported.